Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received four radio frequency pic failed self test. Customer's blood glucose was 111 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube lip.